Event description:
A distributor complaint was reported regarding a series of alarm 20s that occurred on a customer's pump on (B)(6)2025. There was no adverse impact to the customer's blood glucose level since no specific blood glucose value information was provided. No further information was provided.